Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported damage may be due to interaction with another device. (B)(4).

Event description:
Same case as MDR ID 2134265-2017-00160. It was reported that loss of blood flow and stent damage post-deployment occurred. The target lesion was located in the diagonal branch and left anterior descending (lad) artery. After a 2.25 x 32 synergy¿ drug-eluting stent was implanted in the diagonal, a 2.5 x 28 synergy¿ drug-eluting stent was then advanced and deployed in the lad artery. However, after stenting the lad, blood flow to the diagonal artery was lost. As the diagonal area was rewired, resistance was felt at the diagonal ostium. After much effort at rewiring through the diagonal, a 2.0 x 15 emerge balloon catheter was advanced but failed to cross the diagonal ostium. And stent deformation was noted on angiogram. The procedure was completed. Three days later, coronary optical frequency domain imaging (ofdi) and intravascular ultrasound (ivus) was performed and it was then realized that there was a stent deformation at the mid diagonal area as the ostium of the diagonal has no stent struts, suggesting that the stent has crushed at the mid diagonal area. A 1.2x8, 2.0x8 and a 2.0x15 emerge balloon catheters were advanced in order to gain access to the diagonal ostium and a 3.0x15 non-compliant emerge balloon catheter was advanced to inflate the stent deformation area. No further patient complications were reported and the patient's status was stable.